Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1243723, mfg date 2012-10, exp date 2017-10; batch j1243722, mfg date 2012-10, exp date 2017-10; batch j1241922, mfg date 2012-09, exp date 2017-09. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laminoplasty of cervical spine on (B)(6) 2013 and a drain was used. After the surgery it was noted that the drain was not functioning. The patient underwent re-operation to remove an epidural hematoma the size of a small fist on the same day . The surgeon opines that this event may have clogged the drain with hematoma.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: j1243723, j1243722, j1241933.

Manufacturer narrative:
(B)(4): the actual drain attached to the adapter was returned for evaluation. During the functional check, the flow was weak. The drain has a thread which is tied too strong on the shaft, smashing the drain channel. This is disturbing normal drainage. User error caused the event.